Manufacturer narrative:
There is no indication service was dispatched for this event. Further review noted the customer was running troponin I and beta human chorionic gonadotrophin (bhcg) on the same pipettors. As documented, when the pipettors were segregated, the issue was resolved. When the sample was test on a different reagent pack and on another unicel dxl 800 system, dose value decreased. Beckman coulter customer product line support (cpls) reviewed files provided by the customer and determined the upwards shift in pt results was likely due to total beta human chorionic gonadotrophin (tbhcg) following troponin I (accutni) analysis. This reportable event was identified during a retrospective review of product complaints conducted from (B)(4), 2008 through (B)(4), 2010 for additional reportable events. This medwatch report is related to mdrs: 2122870-2011-04528; 2122870-2011-04529; 2122870-2011-04585.

Event description:
The affiliate reported the customer alleged erroneously low positive total beta human chorionic gonadotrophin (tbhcg) results, for three pts, involving unicel dxl 800 access immunoassay system. This report refers to pt number two. Subsequent testing produced a negative result within normal clinical range. The erroneous result was released out of the laboratory and questioned by the physician. There has been no report of pt injury or changed in pt treatment associated with this event.